Event description:
The customer reported the main lid of the architect c16000 analyzer will not stay up. The customer stated that when the lid is lifted, if falls right down. There was no reported injury as a result of the issue. There was no reported impact to patient management.

Manufacturer narrative:
During investigation, service inspected the arc c16k prc mod serial number c1601376 and determined the cover top front gray, c16 and c8 (rohs) (7-203466-01) was the cause of the customer issue and adjusted the hinges of the part. Adjustment of the part resolved the issue. A review of the service history for the arc c16k prc mod serial number c1601376 revealed no additional complaints for the top cover lid remaining in the raised position for the architect c1601376. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the product monitoring review (pmr) scorecard for clinical chemistry systems found no trends for the issue associated with this ticket. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and addresses proper and safe operation and function of the architect c16000 system and also provides instructions for routinely checking the c16000 top and front cover to ensure proper function. Based on the investigation, no systemic issue or deficiency was identified of the cover top front gray, c16 and c8 or the architect c1601376.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported the main lid of the architect c16000 analyzer will not stay up. The customer stated that when the lid is lifted, if falls right down. There was no reported injury as a result of the issue. There was no reported impact to patient management.